Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, the patient received a second to third degree cervical burn which was approximately 1 by 2 centimeters. Two weeks later, during a follow up visit, the burn was treated with estrogen cream. In addition, the patient was also diagnosed with dysuria, suprapubic pain and a urinary tract infection. Although attempts were made to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
The lot number is unknown, therefore, expiration and manufacturing dates are not known. The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant information from that review, a supplemental medwatch will be filed.